Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 309 mg/dl and large ketones. Reportedly supplies were used beyond labeling and the customer was using cold insulin to fill cartridges. Reportedly the customer experienced stomach pain and vomiting. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available. Recommendation was made to consult with a healthcare provider regarding diabetes management.